Event description:
The patient reported that he had contacted his doctor about a red mark at the infusion site that had fluid draining. His doctor provided him antibiotics to treat the site infection. He was advised during his call to cleanse the infusion site with alcohol or soap and water prior to applying a new pod to avoid infections.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine the product condition. No review of qualification and sterilization records could be performed because no product lot number was reported. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, to clean the insulin vial with an alcohol prep swab, to clean the infusion site with soap and water, and to deep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site, contact your healthcare provider, and treat the infection according to instructions from your healthcare provider." It advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."